Event description:
The pt stated that the "down" button on his infusion device had not been working consistently. He indicated that the button had been functioning intermittently. He reported that he had not experienced a similar problem with the "up" button. During troubleshooting with a company representative, it was verified that the "down" button did not function consistently. The result of a button push was that the expected action did not consistently occur. For example, during programming of a standard bolus, the volume was raised by pressing the "up" button, but the volume was not decreased when the "down" button was pressed. The pt did not report any blood glucose concerns the pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.